Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. The reported irregular feel could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the minimally calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, after successful insertion and bleed back, the footplate would not lift up to open. The device was removed and the suture was noted to look strange where the suture attaches. Another proglide device was attempted; however, during plunger removal there was an odd tactile feel. A cuff miss was noticed as the anterior needle was not attached to the link. A third proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.